Event description:
A medtronic representative reported that, while in a cranial procedure, the stealthstation i7 integrated navigation system became unresponsive. A re-boot restored the system to proper function and the patient files were moved onto a different navigation system, stealthstation s7 system, to continue. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation has not been completed.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.